Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had one of our devices and was set for sixty beats per minute. However they have had irregular blood pressure and heart beats that run low, fifty- fifty seven in the morning when they wake up. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.